Event description:
It was reported to boston scientific corporation that during the procedure "the autotome was placed down the scope, when it exited the end of the scope, the tip was noticeably bent". Unable to use product.